Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications: the report states that there are no significant trends.

Event description:
Report provided by the nurse states that the end user has experienced red skin under most of the tape collar. The end user cleans with mild soap, uses adhesive remover, skin preparation and then an ostomy powder. The end user also uses an ostomy paste and frames with a hypo allergenic tape. Changes the appliance every 5 to 7 days. The crusting technique was discussed with the end user in addition to discussing removing the tape collar and using an ostomy belt. Discussed applying the wafer at alternate angles and using a different adhesive under the tape collar. The end users subsequent outcome was not reported.